Event description:
It was reported that during trial spinal cord stimulation (scs) lead pull, the lead broke off and 5 contacts were left behind the patients body. The patient was sent for imaging and appeared that the remaining 5 contacts were sub-cutaneous and should be removed under fluoroscopy. The patient was feeling a little lightheaded and queasy during lead pull, however feeling much better after being x-rayed. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that during trial spinal cord stimulation (scs) lead pull, the lead broke off and 5 contacts were left behind the patient's body. The patient was sent for imaging and appeared that the remaining 5 contacts were subcutaneous and should be removed under fluoroscopy. The patient was feeling a little lightheaded and queasy during lead pull, however feeling much better after being x-rayed. No further information could be obtained.

Manufacturer narrative:
Sc-2316-50e (B)(6): the returned lead was analyzed and visual inspection revealed that the top six electrodes were separated from the distal end. Electrodes 1 to 6 were not returned. The cables were exposed at the damaged portion of the lead and revealed fraying of the breaks, lack of necking and discoloration associated with welding. The proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Sc-2316-50e (B)(6): the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
B1. Updated to capture adverse event and product problem b5. Updated to include additional information regarding explant of device. D6b. Updated to include explant date h6. Corrected to include impact code device explantation and device codes of difficult to remove and fracture. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7238750 UDI: (B)(4). Sc-2316-50e (sn (B)(6). The returned lead was analyzed and visual inspection revealed that the top six electrodes were separated from the distal end. Electrodes 1 to 6 were not returned. The cables were exposed at the damaged portion of the lead and revealed fraying of the breaks, lack of necking and discoloration associated with welding. The proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Sc-2316-50e (sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during trial spinal cord stimulation (scs) lead pull, the lead broke off and 5 contacts were left behind the patient's body. The patient was sent for imaging and appeared that the remaining 5 contacts were subcutaneous and should be removed under fluoroscopy. The patient was feeling a little lightheaded and queasy during lead pull, however feeling much better after being x-rayed. The leads were explanted and returned.